Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown". Healthcare professional later reported "implant malposition with lateral displacement" also "ptosis" that have been deem no device related. This record is for an unknown side. Device was explanted. Patient undergo a capsulectomy and a capsulorrhaphy.